Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. No moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 7.6 mmol/l. Customer stated the numbers were ramping on their own. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.